Event description:
It was reported that during a peripheral angiographic procedure, a clot was noted in the vessel. Pt was given urokinases and symptoms gradually were solved. Pt status listed as "ok". It is unclear how the catheter performance is related to the incident.